Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: information learned from implantation data card completed by or staff and returned to implant patient registry. No response was received from the surgeon despite our attempts to contact by email on 03/19/2009 and on 03/26/2009 for product return and additional information. The device history record (DHR) review was completed on 05/05/2009 and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined to be reportable per edwards lifesciences procedures.